Event description:
The following has been reported: biomed reported: staff has a lvp pump that was reported for red pump alert. Staff cleaned the av (actuator valve) pins and loading guide. The battery was dead; staff charge the pump overnight. Tested the pump the next day. While tested the pump. Service needed appeared on screen. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a valve 2 leak failure. After the device was provisioned to 5.9.2 software, the leak failure is unable to be reproduced anymore. The pump passed mock infusions designed to trigger a valve leak. An internal investigation was conducted and nothing was identified as needing repair.